Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemantl MDR will be submitted.

Event description:
It was reported in a journal article that an atherectomy burr became stuck resulting in coronary arterial bypass graft surgery. The lesion being treated was located in the right coronary artery. The indication for surgery was acute ischemia (st elevation) as shown by EKG. It was 95 minutes from intervention to surgery. The burr was then removed by aortomy and CABG was completed successfully. No perioperative complications were observed. The patient reamained on aspirin therapy and clopidogrel treatment for 9 months and had an uremarkable one year follow up. Additional information has been requested.